Event description:
Additional information received reported that the cause of the non-detachment was not determined. Prior to coil non-detachment, there were no issues encountered. There was no pushwire damage observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an unruptured, saccular aneurysm located at the left m1, there was a device-related issue involving the non-detachment of the axium coil. The aneurysm had a maximum diameter of 5 millimeters and a neck diameter of 2 millimeters, with moderate vessel tortuosity and normal blood flow. The coil was fully inserted, but detachment was not achieved. The physician attempted to detach the coil using the instant detacher twice and also made two manual attempts via hypotube. Despite these efforts, the coil did not detach, and the procedure was completed using a different coil. The instant detacher was not returned for investigation as it was discarded. The patient outcome was reported as alive with no injury.